Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by vomiting, stomach pain and unable to eat. The cause of the event was unknown. It was reported that the patient was not hospitalized for the event. Two days after the onset of event, the patient was treated with vancomycin injection (1gm, route, frequency not reported, ongoing) and meropenem injection (250mg, route, frequency not reported, ongoing). At the time of this report, the patient was recovering for this event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Correction: b5. Correction: this report is a duplicate of manufacturer report number 1416980-2021-04577. All information can be found under manufacturer report number 1416980-2021-04577. Should additional relevant information become available, a supplemental report will be submitted.